Manufacturer narrative:
It was reported that five different infusion sets were attempted to be used and noted to have adhesive rolled up on itself and another with adhesive missing. See MFR: 3012307300-2017-02192, 3012307300-2017-02193, 3012307300-2017-02194, 3012307300-2017-02195.

Event description:
It was reported that a patient using a smiths medical cleo® 90 infusion set had problems adhering the connector to skin. The adhesive was reported to be rolled up on itself and adhesive missing. Blood sugar reading was noted to be greater than 240. It was required for the site to be changed and a corrective insulin bolus was given. The patient recovered with no further adverse effects.